Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured and balloon material was left in the patient post procedure. The heavily calcified, tortuous and 90% stenosed lesion was de-novo in nature and was located in the right coronary artery (rca). Predilation was performed with a 20mm x 2.0mm maverick balloon catheter. The 20mm x 2.5mm maverick2 monorail balloon catheter was inserted and inflated to 20 atms for 10 seconds. The maverick2 monorail balloon ruptured and a portion was left inside of the vessel. Attempts to retrieve the detached balloon material was unsuccessful; therefore, the physician deployed a stent to oppose the detached balloon material to the vessel wall. The procedure was not completed due this event. Patient status is reported "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.